Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was attempted to be repositioned but exhibited inadequate sensing and thresholds, so it was explanted and replaced. During positioning of the new rv lead the patient experienced hypotension and a pericardial effusion. The new rv lead remains in use. No further patient complications have been reported as a result of this event.